Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 498 mg/dl. The customer stated that this was a past event, and she was able to successfully restart the insulin pump and treat accordingly. She stated that the insulin pump also alarmed failed battery test during troubleshooting for the blank display. The blood glucose reading was 165 mg/dl. Upon troubleshooting, the insulin pump did not alarm failed battery test again. She was advised that a replacement battery cap would be sent. The insulin pump passed the self test. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.